Event description:
A distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging the trunk cable connector j702 on the distribution node pca and causing the communication failure. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.